Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found sensor with cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicate that the electrode was shorter. Customer stated that the cannula remained in the inserter. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.